Event description:
It was reported that during an endoscopic balloon dilatation (ebd) and endoscopic retrograde cholangiopancreatoscopy procedure (ercp), resistance was encountered, and a shaft break occurred. The location of the lesion is unk. Following an ercp, the physician advanced the flexima biliary stent 7fr x 15cm stent delivery system (sds) over an unspecified guide wire to the lesion. Following placement of the encountered. "Due to the resistance", the sds was removed from the patient. Upon cleaning the endoscope, it was noted that the approximately "68cm from the [distal] tip" of the device remained in the device channel. The detached portion of the device was able to be retrieved, and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.